Event description:
The report stated that the return electrode monitoring (rem) alarm did not alarm after start-up. It shows green all the time, even when the return electrode pad is unplugged. This was not used clinically and was detected at incoming testing.

Manufacturer narrative:
The incident sample has been received, and is currently being evaluated. When the investigation is complete a follow-up report will be sent.